Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead due to the right atrial (ra) lead being fractured and having oversensing. It was also reported that the device had early battery depletion due to the ra lead and inappropriate shocks. The rv lead remains in use, the ra lead was capped and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2002. 6944 implantable tachy lead: (B)(6) 2002. (B)(4).